Manufacturer narrative:
(B)(4).

Event description:
It is reported that a customer received alarms on their insulin pump. The patient's blood glucose level was at 150 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer could not trouble shoot because they were driving. The customer stated that they will call back to trouble shooting the insulin pump as well as the sensor. No further information was provided.